Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, on the 6th firing starting from antrum up to fundus and final firing of sleeve without staple line fired on to stomach tissue, the device has poor staple formation. It looked as if there was partial staple firing. There were several stapled from the staple line that had not implanted in the tissue, rather than three rows of staples in the stomach tissue there were two in some parts and the remainder stapled came out with the stapler. The staple line was incomplete on the central part. Some staples were missing from the three rows of staples that a secure seal was formed. A leak test was done, blue dye test internally to resolve the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.